Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information identified in the manufacturer's database noted the patient died approximately eleven months post implant of the new device. Cause of death is being requested.